Manufacturer narrative:
Continuation of d10: solitaire ab stent product ID sab-6-30 (lot: d023228);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that solitaire stent could not pass through the rebar microcatheter. The patient was undergoing stent assisted coil embolization surgery for treatment of an unruptured, saccular, left internal carotid artery cavernous segment aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was severe. Vascular access was obtained via the femoral artery. It was reported that after the stent microcatheter was positioned in place and the coil delivery microcatheter was advanced into position, stent delivery was then initiated, and when reaching the pre-curved segment of the cavernous sinus segment, resistance was very large and the stent became stuck; during withdrawal, the stent was lodged within the microcatheter and could not be withdrawn, therefore the stent and the microcatheter were removed together, resistance was still encountered during ex vivo attempts, the operator suspected that the stent and the microcatheter had already sustained damage, and the procedure was completed after replacing with a new stent and a new microcatheter. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).